Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed biometric identification. Customer mentioned that they needed to get an authorized witness to log in after she unplugged the machine and plugged it back in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier was failed and required maintenance and was working slowly. A technical support specialist (tss) provided the guidance to customer to power off the station using the power button and allow it to rest for five minutes before restarting. After performing the steps, the customer confirmed that the bio ID was functioning properly and reading normally. The issue was resolved. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.